Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic duct stent placement procedure in the pancreatic duct, performed on an unknown date. During the procedure, when the physician attempted to deploy the stent, the guide catheter could not be retracted. When the guide catheter was released on the handle side, there was no force on the tip, it did not extend and could not be released. When the guide catheter was pulled on the handle, it became stretched and the stent could not be deployed. When the stent was released, it was noticed that the pigtail side of the stent was deformed into a pleated shape. Another advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.